Event description:
Customer called lfs alleging that their meter would only prompt the "error 1" meassage. Patient did not report any symptoms. Patient did re-test on an accucheck meter; however, patient did not recall the results obtained. Patient did not received any medical treatment. The ccr was unable to resolve the issue even after using new test strips to perform a test. Ccr replaced the test strips because the issue was not resolved.